Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 228 mg/dl. Replacement pump was sent to customer to resolve the issue.